Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went to the pool and was splashed with water while wearing the pump. His blood glucose is unknown. The customer said the display went blank immediately after the pump was exposed to moisture. The customer also stated that there is a constant tone occurring. He was advised to discontinue use of the insulin pump and to revert to a back-up plan per his doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on electronics. Unable to perform self test, idle current test, run current test, self test, off no power test and displacement test due to blank display. Pump had corroded motor home switch.